Manufacturer narrative:
Patient¿s weight was not provided. (B)(4). Approximate age of device ¿ 53 days. The pump remains in use in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that during the patient's clinic visit on (B)(6) 2015, upon interrogation of the patient's pump multiple no external power/low voltage alarms were noted, including that morning. The patient reported hearing an audible alarm. Low speed alarm and pump off alarms were also noted. The patient remained asymptomatic during the events. The patient was alert, and answered what their name was, where they were at, and what time it was. The log file was reviewed and the low speed and pump off event was confirmed and appeared to occur on (B)(6) 2015. Two low voltage hazard/no external power events were also noted and the events appeared to occur with double power cable disconnects when switching power sources. It was later reported by the health professional that the power cable disconnects were accidental.

Manufacturer narrative:
The pump remains in use supporting the patient. No further related issues have been reported. The reported low speed events and pump stoppage were confirmed through the analysis of the submitted system controller log file; however, a specific cause for these events could not be conclusively determined through this evaluation. The two no external power/low battery hazard alarms that were captured, appeared to be the result of both power cables being disconnected when switching power sources, which were reported by the health professional to be accidental. During both of these events, the system resumed operation on the emergency backup battery as expected and support was not interrupted. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.